Event description:
The pt's family member contacted lifescan and reported that pt's fasttake meter would keep giving the error 2 message. Medical affairs specialist called and spoke with the reporter, who provided additional info. The pt has purchased the meter from a pharmacy about 20 days ago. The reporter clained that they had been getting the error 2 message ever since they had bought the meter. They had attempted to test on their meter since they are supposed to test twice a day. They kept getting the error 2 message. They were getting dizzy after half an hour and was taken to a clinic. The clinics meter result was 451 mg/dl, and they were given a "pill". It is unclear ifathe pt had taken their set amount of oral medications prior to going to the clinic. They were released after two hours. During troubleshooting, it was verified that the pt was using correct testing technique and that the condition of their test strips was good. The reporter was asked to retest during troubleshooting, but the issue persisted and they receiveda error 2 message. Based on the info provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. The pt experienced injury (high result and treatment at the clinic) due to not being able to test on their meter. Therefore, this case is reported as an adverse event. A replacement meter was sent to the pt.a